Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated that they are having issues when trying to charge the implant for "months now". Caller stated it is taking forever to find the implant (and they know where the device is in their body) and thenonce it actually does find the implant it will stop charging for some reason at 80%. Caller stated other times it will go back and forth from 80 to 90% and it keeps flipping back and forth. Caller stated it seems to take longer to find the device than it actually takes to charge. Caller stated they have tried resetting the controller and that does not resolve. Caller mentioned they have never had their recharger replaced before and the issue they have is only when recharging the implant. Troubleshooting was unable to be performed as they do not have product with them at the time of the call. Redirected caller to patient services once they have the equipment with them for further troubleshooting. Additional information received from the patient. Patient called back with equipment present. Patient stated last night while trying to charge the implant only got to 30% and then kept saying "finished." Patient inspected the recharger and noticed the cord looked bent/worn where it connects to the antenna. Agent sent email to repair to replace the recharger.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from the patient reporting they needed a new paddle, and were sent a replacement paddle to help resolve their issues of their device taking forever to find implant, having issues trying to charge and implant stops charging at 80%. They also state with their new paddle all works well and their issue was resolved.